Manufacturer narrative:
Concomitant products: cook sphere inflation device, cid-60-15. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned without the associated wire guide included. During a visual inspection, there were kinks observed at 10.7 cm, 11.5 cm, 13.2 cm. A split was noted at approximately 13 cm, and a crack at 15.6 cm from the distal end. The balloon was attempted to be filled with water but the catheter leaked from a crack at 15.6 cm from the distal end. Despite the crack in the catheter, no section of the catheter material appeared to be missing. Due to the condition of the catheter, a functional test on the balloon material could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided indicated that the balloon was used during sphincteroplasty of the papilla. This is against the intended use of the device. The intended use of the device is as follows: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The instructions for use state: ¿do not use this device for any other purpose other than stated intended use." The user is advised to visually inspect the device before using it. The instructions for use state: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Damage to the catheter can occur if the device experiences excessive pressure during general handling. The additional information provided indicated that it is unknown whether the balloon received negative pressure prior to advancement through the endoscope. This is a possible cause for the reported observation. The instructions for use advise the user: ¿to facilitate passage through the endoscope, apply negative pressure to the device." The additional information provided indicated that it is unknown if lubrication was applied prior to advancement through the endoscope. Another possible contributing factor to catheter damage is failure to lubricate prior to advancement through the endoscope. The instructions for use direct the user to: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was intended to be used off-label to dilate the papilla, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. Concomitant product: cook sphere inflation device, cid-60-15. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned without the associated wire guide included. During a visual inspection, there were kinks observed at 10.7 cm, 11.5 cm, 13.2 cm. A split was noted at approximately 13 cm, and a crack at 15.6 cm from the distal end. The balloon was attempted to be filled with water but the catheter leaked from a crack at 15.6 cm from the distal end. Despite the crack in the catheter, no section of the catheter material appeared to be missing. Due to the condition of the catheter, a functional test on the balloon material could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided indicated that the balloon was used during sphincteroplasty of the papilla. This is against the intended use of the device. The intended use of the device is as follows: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The instructions for use state: ¿do not use this device for any other purpose other than stated intended use." The user is advised to visually inspect the device before using it. The instructions for use state: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Damage to the catheter can occur if the device experiences excessive pressure during general handling. The additional information provided indicated that it is unknown whether the balloon received negative pressure prior to advancement through the endoscope. This is a possible cause for the reported observation. The instructions for use advise the user: ¿to facilitate passage through the endoscope, apply negative pressure to the device." The additional information provided indicated that it is unknown if lubrication was applied prior to advancement through the endoscope. Another possible contributing factor to catheter damage is failure to lubricate prior to advancement through the endoscope. The instructions for use direct the user to: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was intended to be used off-label to dilate the papilla, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following was reported on (B)(6) 2017: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic to dilate the duodenum. The dilation device was connected. Forty (40) cc of fluid was put in the balloon and it was not inflating. The balloon was taken out of the patient and tested. The balloon is leaking below the balloon. A new one was opened and used to complete the procedure. There was no reportable information at that time. The device was received for evaluation on 04/11/2017. The catheter was found to be cracked. The following additional information was received on 04/14/2017: the balloon should of [was intended to be] used for dilation of a papilla [abnormal use], but was not performed because of the leakage.